Event description:
Information was received indicating that a, cadd-solis vip, mdl 2120, pump was alarming no disposable. It was reported the cassette was removed and reattached twice, which did not resolve the alarming issue. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).